Manufacturer narrative:
Analysis confirmed the customer comment that the stylus tip and screen cursor did not align and the connection between the overlay and the xy board was therefore reseated and the stylus calibrated. The device then passed its functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the programmer's stylus touch pen is off from the screen cursor by inches and that it is especially noticeable while in the analyzer function. It was further reported that it still failed with multiple pen change-outs and calibration attempts. The programmer was returned for service. No patient complications have been reported as a result of this event.